Manufacturer narrative:
MFR received date: 25 jun 2020. The device was in use on a patient at the time of the reported event. The customer canceled the order and an evaluation of the device was not possible. The root cause remains unknown. The device remains at the customer site. This reporter stated that a patient of unknown age, gender, height, and weight was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on (B)(6) 2019, the patient was connected to a respironics v60 ventilator via a comfortgel blue full large size, fisher & paykel¿s rt319: bilevel/CPAP circuit for adults, and a fisher & paykel¿s mr850 heated humidifier, the device generated check vent: blower stopped, check vent: ventilator restarted, check vent: backup alarm failed, check vent: auxiliary alarm supply failed, check vent: 35v supply failed, and patient circuit occluded alarms. When the device alarmed, the nurse was unable to silence the alarms, hospital staff then provided manual breathes via a resuscitation bag, keeping the patient¿s peripheral capillary oxygen saturation (spo2) over 90%, and then placed the patient on another v60 ventilator. No adverse event was reported. It was reported that the patient had spontaneous respirations. No relevant laboratory data was reported. Philips was not able to confirm the reported malfunction. The cause cannot be determined because the problem could not be recreated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported that the unit was alarming while in use on a patient. The nurse tried to silence that alarm, but could not silence it. The nurse bagged the patient and kept the spo2 over 90 %, so there was no patient harm reported. The nurse checked the device again and found that the unit is not providing flow, so that he/she reported it to the clinical engineer and replaced the device with the same model. The manufacture's international service engineer evaluated the unit and the reported issue was not duplicated and unable to be confirmed. The device history record show occurrences of failures that all occur during a 35v. Failure. In order to prevent recurrence of the errors, replacement of cpu board, power management pca and motor controller board is recommended. The repair is pending customer approval.